Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was seen for a device interrogation. Upon interrogation, no p-waves were sensed on the atrial lead. The atrial sensitivity was adjusted and there were still no p waves. The pacing was adjusted and there was no capture at maximum output. The patient was hospitalized due to congestive heart failure symptoms unrelated to the lead performance. The lead remains in use and the lead status will be investigated during the hospitalization. No patient complications have been reported as a result of this event.